Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot#: 3298723 d4. Medical device expiration date: 30-apr-2025 h4. Device manufacture date: 02-nov-2023 e1: initial reporter facility name: the first affiliated hospital of zhejiang university school of medicine (qingchun campus) investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retained samples from each lot number provided were draw-tested with deionized water and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfilled. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer had insufficient negative pressure in 5 tubes, the tube couldn't fill up to 5 ml. No patient or user impact reported.